Event description:
It was reported that while in use on a patient, the 840 ventilator did not continue to deliver breaths post suction. The patient was removed from the ventilator and placed on an alternate ventilator without injury.

Manufacturer narrative:
H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. It was reported that while in use on a patient, the 840 ventilator did not continue to deliver breaths post suction. When the biomed reached out to technical support personnel for help, the technical support personnel informed the biomed that unit reached the end of service (eos). Biomed later reported the unit will be retired. As no additional information indicating a potential cause for the event was made available after good faith efforts, the cause of the event could not be determined. A review of recent service history records indicates medtronic has not recently serviced the unit, so there is no indication this event was related to servicing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.